Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the lt. Gastrorenal vessel. A 7/2/100 occlusion balloon catheter was used however, during first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).